Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. Patient also had another device explanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Corrected both implant and explant dates to 2007. The incorrect dates were reported to our implant patient registry. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. At 07/20/2009 no response has been received from the surgeon after repeated attempts to contact by email on 04/21/2009 and again on 04/28/2009 for return of the device and additional information regarding this event. This was determined reportable per edwards lifesciences procedures. No additional information is available.

Manufacturer narrative:
Device not returned.